Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to cystocele, rectocele, urinary incontinence, and vaginal prolapse. It was reported that following insertion the patient experienced right lower quadrant pain, vaginal irritation and itching. It was reported that the patient underwent excision of mesh on (B)(6) 2010 and (B)(6) 2011 due to mesh erosion into vagina, recurring urinary tract infections, kidney stones, painful sexual intercourse and general pain and discomfort. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02876. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.